Event description:
Reportedly, during the f/u performed on (B)(6) 2013, no data was stored in device memories (aida). An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.